Manufacturer narrative:
The sling will not be returned to the manufacturer because the incident was due to user error. A staff senior safe patient handling consultant is in contact with the facility to administer further training.

Event description:
Two staff were using a medium multi-purpose sling with a medcare floor lift to transfer a patient. The patient fell feet first out of the sling. The patient fell out forward because she was not positioned correctly. The patient went in for an x-ray and it was found that she fractured her right tibia/fibula, left femur, and pubic rami.